Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 299-309 mg/dl. A correct bolus via the pump was administered to address bg level. It was reported that air bubbles were observed within the infusion set tubing. Customer changed the infusion set tubing to resolve the issue and resumed insulin delivery.